Manufacturer narrative:
(B)(4) - (vision undercorrected). Device evaluated by manufacturer? No - lens remains implanted. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2013. The patient reported the surgery did not completely correct her vision, so she now wears glasses when needed for driving. The facility reported the patient was a little undercorrected and lasik was recommended but the patient decided to wear glasses. The date of the last post-operative visit was (B)(6) 2014 and the va post-operative was 20/20. The icl remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient did not achieve uncorrected va she was expecting following icl implantation one year ago. She was prescribed glasses for distance/driving. According to the dcr, dated on 4/9/14, the reported event was not attributed to the device. The patient was advised to consider lasik for residual refractive error but she decided to wear glasses. No secondary surgically or medically intervention was performed (va 20/20). It should be noted that need for glasses does not constitute a serious injury. Conclusions: based on the complaint history, work order search and the medical review, it was determined the event was not attributed to the device. (B)(4).